Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they spoke with someone who told them that their leads may have migrated or moved because of their increase in leaks. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). No further patient complications have been reported as a result of this event.